Manufacturer narrative:
Batch review performed on 20 march 2019: lot 184907: (B)(4) items manufactured and released on 09-oct-2018. Expiration date: 2023-09-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection 2 months after primary, the pathogen is unknown. The surgeon performed an I&d and poly swap and the surgery was completed successfully.